Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Product performance information was also received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of rrt in save to disk occurred on (B)(4) 2013 device rrt, <(><<)>=2.6251 volts. Additionally along charge time was noted. One patient alert for excessive charge time occurred on (B)(4) 2013.

Event description:
It was reported that the patient received several inappropriate shocks in a short time frame. The device detection was turned off until the device was replaced the next day. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received several inappropriate shocks in a short time frame. The device detection was turned off until the device was replaced the next day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Setrox s 53 competitor implantable pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.